Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarms, unexpected no delivery alarms or displacement anomalies noted; the motor was tested outside the device and passed. Also, the insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a regular basal. He tried to rewind the insulin pump but it alarmed no delivery. The motor was not pushing forward to deliver insulin. Customer's blood glucose level was 215 mg/dl. He was able to complete the rewind sequence. The insulin pump was stuck on the preparing to prime loop. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.